Event description:
It was reported that the pump usb port was observed to be damaged, and the pump was not holding a charge. There was no reported adverse impact to customer¿s blood glucose level. The customer declined troubleshooting with tandem technical support.